Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any part replacement or repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit's alarm high escalation temperature. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer suspects the blower temperature high issue. The rse and customer found error code "blower temp high" in the significant event log. The rse informed the customer that the blower or mc pcba may be an issue. The customer is going to run the device to try to re-create the condition and call back if an onsite visit is needed. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.